Event description:
It was reported that undersensing of ectopic beats was observed on the implantable cardioverter defibrillator (ICD) in clinic. Non-sustained right ventricular oversensing appeared to show undersensing of r waves on the discrimination channel or far field channel which led to the ICD to incorrectly believe there was lead noise. Programming changes were to be completed at a future date and continued monitoring was recommended. There were no patient consequences.

Manufacturer narrative:
Correction: section h6: code "1535 - incorrect, inadequate or imprecise result or readings "added to reflect the undersensing was a sensing issue on the discrimination channel as noted in the original report.

Manufacturer narrative:
Correction: section h6: health effect - impact code updated.

Event description:
New information notes the patient did not return for a follow up check in clinic. No programming changes were planned. The ICD was being monitored at this time. The patient was stable throughout.